Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that a system message occurred during ultrasound use in a cataract intraocular lens (iol) implant procedure. The system was rebooted which generated a new system message. The system became inoperable, and the procedure was completed using a manual technique with no harm to the pt.